Event description:
It was reported that this an alert was triggered via the remote monitoring system indicating this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out-of-range pace impedance measurements. The stored presenting electrogram (egm) showed appropriate sensing and no impact to patient therapy as the patient is not pacemaker dependent. The patient was later seen in clinic at which time an x-ray was performed; there was no report of abnormal findings. The patient's device was reprogrammed ddi 50 and they will continue to be monitored remotely. No adverse patient effects were reported.